Event description:
It was initially reported the patient¿s implantable neurostimulator (ins), lead and extension were explanted due to lack of efficacy per the patient¿s request. It was stated there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0461559v, product type: lead. Product ID: 3387-40, lot# j0461559v, product type: lead. Product ID: neu_burrholering, product type: accessory. Product ID: neu_burrholecap, product type: accessory. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) revealed no significant anomaly but it was noted the battery was not in new condition. Analysis of the extensions (B)(4) revealed no significant anomaly but it was noted the body was cut through. Analysis of the one lead, lot # j0461559v, revealed all the insulation touching the connectors was broken or torn and there was breached esc on the outer insulation. Conductors 0 and 2 were broken 1 centimeter from the distal end and conductor 3 was broken 1 centimeter from the distal end at the weld site. Open circuits were noted on conductors 0, 2, and 3. Analysis of the second lead, lot # j0461559v, also revealed all the insulation touching the connectors was broken or torn and there was breached esc on the outer insulation. Conductors 4 and 5 were broken at the connector weld site and all conductors were broken 1.8 centimeters from the distal end. No shorts were seen between the circuits. Analysis of the burr hole ring revealed no significant anomaly but it was noted it was broken. Analysis of the burr hole cap revealed no anomaly. (B)(4).